Event description:
During a knee arthroscopy, the pump was not sensing the pressure. The pump continued to run without alarming. Extravasation noted ont he anterior lateral surface of the thigh. No pt intervention necessary. No delay in surgery reported.